Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement, measuring greater than 2000 ohms. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). The rv lead remains in-service at this time. No adverse patient effects were reported.